Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Additional device product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a returned loaner kit on (B)(6) 2018, the inspector observed that the t8 stardrive screwdriver is worn. There was no patient or hospital involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 314.467; synthes lot number: 7102543; supplier lot number: n/a; release to warehouse date: february 14, 2013; expiration date: n/a; manufactured by synthes monument. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: investigation flow: damage: visual (appearance not as expected) . Visual inspection- visual inspection performed at customer quality (cq) revealed post manufacturing damage to the distal tip in the form of stripped/worn edges and dents/nicks. Therefore this complaint is confirmed for malformation, however not confirmed for the reported condition of device breakage. The distal edge of the stardrive feature was visually inspected under 10x magnification which confirmed that the device did not break, rather it is malformed. Document/specification review- the returned device was manufactured in february 2013 and is over 5 years old. No ncrs were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device drawings were reviewed during this investigation. The t8 stardrive screwdriver shaft (part# 314.467) is a common reusable trauma instrument, noted in approximately 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. No product design issues or discrepancies were observed. Dimensional inspection- an accurate relevant dimensional inspection of the distal stardrive tip feature could not be performed at cq due to the post manufacturing damage. The shaft outside diameter just proximal to the damaged tip measured ø3.19mm at cq (ca592) which is within specification of ø3.2mm +/-0.1mm per device drawing. The overall length of the returned device measured 105.13mm at cq (ca592) which is within specification of 105.0mm +/-1.0mm per drawing and further confirms that the device is not broken, rather it has a worn/stripped tip. Conclusion : the most likely cause for this complaint condition is cumulative wear from over 5+ years of use. This complaint is confirmed for post manufacturing damage however not confirmed for the reported condition of breakage. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.